Event description:
It was reported that the zimmer disposable tourniquet cuff defaulted after 20 minutes. The device would not hold air and was unusable. Despite multiple follow up attempts with the customer, no add'l info was able to be obtained regarding the reported event. If add'l info becomes available, a follow up report will be submitted.

Manufacturer narrative:
The device was returned to the MFR for eval. The device history records were reviewed and there were no non-conformances associated with this lot. An extended leak test was performed in addition to normal acceptance testing. No indication of deflation, leaking or any other malfunction was observed. The cause of this complaint could not be determined as testing was unable to duplicate the reported issue.